Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was no sound at the time of the event. Therefore, the speaker has been replaced per current process. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported the mx40 1.4 ghz smart hopping has a speaker malfunction and is unable to produce any audible tones. The device was not in clinical use at the time of the event, there was no patient involvement.